Event description:
The recipient reportedly did not respond to sound. A CT scan confirmed the electrode had migrated out of the cochlea.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6), 2025, the recipient's electrode was repositioned. The recipient was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.